Event description:
Caller states customer had fallen; emergency medical technicians (emts) arrived, and customer tested 140 mg/dl on her advantage system. She was taken to the hospital, and tested 40 mg/dl on professional device (timeframe between results of 140 mg/dl and 40 mg/dl was 30 minutes). Customer was treated with 2 injections of "sugar solution" and tested 96 mg/dl 3 hours later. Customer was admitted to the hospital for 3 days. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.